Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the poor water-tightness of the cable unit and the cable being twisted, the endoscopic image definition is not usual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited an image showing a full of pinkish color grains during setup. There were no reports of patient involvement.